Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 processing module for a patient sample. The following data was provided (customer¿s reference range 3.5-5.0 meq/l): sample ID (B)(6)initial result = 7.0 meq/l, repeat = 4.0 meq/l repeat results on a different analyzer with serial number (B)(6)= 4.1 meq/l no impact to patient management was reported.

Manufacturer narrative:
Additional information: h4 - device mfg date updated from blank to 10/3/2018the complaint investigation for falsely elevated potassium results included a search for similar complaints, review of the complaint text, trending data review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue. A search for similar tickets by lot number found normal complaint activity for this issue. A review of tracking and trending did not identify any trends for the issue for the product. Device history review did not identify any non-conformances, or deviations with the complaint lot and complaint issue. The overall performance of ict diluent reagent was reviewed using data gathered from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 69121un21. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial number (B)(6), or the ict diluent, lot 69121un21, was identified.

Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 processing module for a patient sample. The following data was provided (customer¿s reference range 3.5-5.0 meq/l): sample ID (B)(6) initial result = 7.0 meq/l, repeat = 4.0 meq/l. Repeat results on a different analyzer with serial number (B)(6) = 4.1 meq/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.